Event description:
It was reported that during a pci procedure, the stent migrated on the express2 monorail coronary stent delivery system. The 100% stenotic lesion was located in the mid right coronary artery (rca). A guidewire crossed the lesion and a clot was aspirated several times with an aspiration catheter. The physician then performed ivus and the vessel diameter was found to be 6.0mm. The express2 monorail stent delivery system was unable to cross to the lesion. Following removal of this device to predilate the lesion, it was noted the stent had moved on the delivery device. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good".